Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the lead could not be paced event at high output. The lead was placed at multiple different sites. As a result of the additional time of the procedure, the patient received additional product for local anesthesia to calm dowm. At the end of the procedure, the patient had to vomit. The lead was attempted and not used. No further patient complications have been reported as a result of this event.